Manufacturer narrative:
Physio-control further evaluated the replaced therapy pcb assembly and the cause of the reported issue was determined to be due to physical damage to capacitor, designator c77, and filters, designator fl6 and fl8.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led. Upon initial evaluation, a third-party service agent observed that the device was not able to provide defibrillation therapy. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the device had illuminated its service led and had logged several event codes into its memory. The device was not able to provide therapy. After replacing the therapy pcb assembly and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led. Upon initial evaluation, a third-party service agent observed that the device was not able to provide defibrillation therapy. There were no reports of patient use associated with the reported event.